Manufacturer narrative:
Corrected data in sections: exact date of original implant is not known, the date was reported as (B)(6) 2017. Clarification of manufacturers investigation results: the returned valve was adjusted to pressure level of 3 cmh2o. Visual investigation of the received device indicated no deformations present. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh20 in the flow direction. The valve was found to be permeable. Adjustment testing was conducted between 0 and 20 cmh20 in increments of 5 cmh20 in both directions (increasing and decreasing). The results show the valve is adjustable at all levels in both directions. Brake force and brake function was tested using a brake dynamometer, to measure the release force of the valve. This measures the force that must be exerted on the housing in order to release the rotor so the valve can adjust by means of the solenoid. The braking function was positively proven and the measured values were within specification. The valve was tested on a test station that measures the liquid flow in the horizontal position. The liquid flow is gradually reduced from 60 ml/h to 5 ml/h and increased back to 60 ml/h (per iso 7197). The resulting pressure is measured. The measured results were found to be outside the acceptable tolerance, which confirms underdrainage. The valve was opened to investigate the possibility of the presence of natural cerebrospinal substances (protein, blood or tissue particles). Deposits were present. Dysfunctions are often caused by protein accumulation that begins microscopically small. It could be that visible particles were rinsed out by testing. Protein accumulations, even microscopic, can cause temporary adverse effects on the function of the valve. No action is required, the reported issue is a known and unchanging risk of hydrocephalus therapy with shunt implants.

Manufacturer narrative:
Optical test in the first step of our investigations we have a visual inspection carried out. The optical control could not deform or show other abnormalities. 3.5. Penetration test to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. 3.6. Verstelltest we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that the valve could be adjusted up and down in all pressure step ranges. Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measured values [?][?]of the braking force were within the tolerance. 3.8. Test at the computer test bench the valve is tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liqourflow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (in based on iso 7197). The resulting pressure is measured. Result: at the beginning of our investigations we have an optical at the valve test performed. Apparent deformations or other abnormalities could not be detected on the basis of the investigation become. In the further course we have the progav valve positive for permeability tested. As part of the verstellprüfung the valve was in all set pressure step ranges (figure 2-6). The brake function could be positively detected. The measured values [?][?]of brake force measurement was within the permissible tolerance. For further findings of an eventl. To gain dysfunction, we carried out a test bench measurement on the progav 2.0 valve. The valve has the standard test in the horizontal go through body position. At a set opening pressure of 5 cmh2o is a resulting pressure in a lying body position of 5 cmh2o ± 2 cmh2o had been expected. The first measurement showed that the valve in the reference flow range of 5 ml / h in the horizontal body position with a value of 10.71 cmh2o outside of the permissible tolerance (permissible tolerance 5 cmh2o ± 2 cmh2o) works. By virtue of our results showed an underdrainage. We did a second measurement. The measured values [?][?]of second testing showed no improvement. The value measured here was now at 10.82 cmh2o. One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf like protein, blood or tissue particles1. To investigate if this is the case the implants considered here, we have the valve finally opened.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text : device not returned.

Event description:
Country of complaint: (B)(6). It was reported that a shunt had to be explanted because the patient was feeling bad (dysfunction of the shunt was supposed).